Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after rectum was cut with an echelon, the device was inserted closed, but the green mark was not visible. A part of tissue was squeezed, when the wingnut was closed, but no blood loss occurred. Surgery was delayed about 30 minutes. A new instrument was used to complete the procedure. No patient details are disclosed but reported in well condition. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 04/04/2008.